Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation pcb assemblies and connectors were cleaned and reseated during the service event. The integrated cable was also removed and reseated during the service event. The system was tested and found to be working as intended and put back into service.